Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for bent sheath as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following information: it was reported that the tip of the angio-seal was cracked and bent. A new product was opened, and the patient did not experience any complications. The procedure performed prior to the use of the angio-seal device was an angiogram cerebral bilateral. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: automated systems technician - interventional radiology. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.